Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va044g5, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that since the patient experienced a loss of therapeutic effect (leaking urine at night) from their implantable neurostimulator (ins) since the patient had hip surgery on (B)(6) 2013. It was noted that on (B)(6) 2013 they had a ¿bowel¿ accident. With the assistance of a manufacturer¿s representative, the stimulation was able to be increased (on program 1 at 1.5 volts) to 2.2 volts at which time the patient felt the stimulation. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient had no stimulation sensation.